Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that their pump is working fine but they are experiencing sensor glucose versus blood glucose differences with threshold suspend. Their sensor glucose was 69 and blood glucose was 250 mg/dl. The customer reported that when the sensor was removed, the cannula was bent. During troubleshooting for bent sensor, the customer said that the sensor had been inserted for 2 to 3 days by the time it had bent. They were advised that the sensor needs to be replaced. The sensor will be returned for analysis. The pump will not be returned for analysis.